Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2015, an fse conducted on-site follow-up with the customer. The mixer home sensor was replaced, but the problem was not resolved. On (B)(6) 2015 the stc lane assembly and cable were replaced. All alignments were reset and the instrument returned to normal operation. The most probable cause of the reported event was due to a defective stc mix motor/cable failure.

Event description:
On (B)(6) 2015, a customer reported error 3061 stc lane mixing failure with their aia-2000 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog, prl, lhii, fsh, pth, e2 and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.